Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a pocket erosion and infection. The technical service (ts) has offered the patient to be transferred to patient technical services. There was no additional adverse patient effects were reported. This rv lead remains in service.